Event description:
Customer's wife allegedly received the following results, with two different roche meters, within 10 minutes: 115 mg/dl (aviva) and 42 mg/dl (compact plus). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system. Reference medwatch with (B)(6) for the aviva system.